Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-jan-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was stuck on the data upgrade in progress screen following a remote upgrade. A technical support specialist (tss) checked the device and observed that the medication application was displaying. The tss spoke with the customer and confirmed that a field service engineer had reimaged the device, which resolved the issue, and obtained permission to close the case. The system functioned as intended after the technical support specialist investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, device struck on data upgrade in progress. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.